Manufacturer narrative:
Date of event was unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had pump issue. It was not recirculating water and there were no alarms. The switches were working fine. There was unknown patient involvement, and no patient harms or adverse events reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.